Event description:
It was reported that a patient died post-surgery, the surgery went smoothly, patient dies for reasons that are investigated on the weekend of june 25, an autopsy is performed on the patient to determine cause of death, on june 25 he entered the hospital emergency room with cardiac arrest. Procedure was gastric sleeve.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? Could you please provide a timeline of events? Is the autopsy available and able to be shared? How many days post op did the patient present to the emergency room? Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the patient¿s death in any way? Is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? Please provide 2-3 thirty-minute windows of time (eastern us time) that the surgeon would be available for a call. The ethicon team will pick the time that the most members can participate and schedule. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2022. Additional information requested: the doctor indicates the patient died due to a leak, what anatomical structure had a leak or where was the anastomotic leak and why does the physician attribute the leak to the device? Additional information was requested and the following was received: what was the procedure: gastric sleeve. Did the patient experience a post-op device malfunction? No, it only causes death, there was no post-op. Patient admitted to the hospital emergency room with sepsis and then 2 heart attacks, the second cause of death. Did the patient require revision surgery or hardware removal? - yes, an autopsy is performed on the patient, we do not have access to that confidential information of the hospital and doctor. Additional information requested: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? Could you please provide a timeline of events? Is the autopsy available and able to be shared? How many days post op did the patient present to the emergency room? The information we have is that the procedure was carried out without major inconvenience and that he died 1 week later, we do not have access to talk to the doctor because he does not want to talk to anyone from the company. Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the patient's death in any way? Is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? Please provide 2-3 thirty-minute windows of time (eastern us time) that the surgeon would be available for a call. The ethicon team will pick the time that the most members can participate and schedule. The doctor does not want to talk to anyone from the company and if he associates the death of his patient with our devices and recharges

Manufacturer narrative:
(B)(4). Date sent: 9/27/2022. Additional information received: was a leak test performed? If so, what type and what was the result? We do not have information about it was the staple line visualized endoscopically during the initial surgical procedure? We do not have information about it. How many days after the operation did the leak occur? It is not indicated that there was a leak, the patient underwent surgery on june 17 and on june 25 he died entering the hospital with sepsis and then with 2 cardiorespiratory arrests, in the second he died. How was the leak identified? No leak identified what was observed at the leak site upon re-operation? No leak identified how was the leak addressed? No leak identified where was the leak? No leak identified. Could you please provide a timeline of events? Sleeve operation june 17, 2022, june 22 weekly control without any problem, june 25 presented at the (B)(6) hospital with sepsis and first cardiac arrest, resuscitated dying in the second cardiac arrest is the autopsy available and can it be shared? It was requested and it is not possible to share with the company, it is highly confidential how many days after the operation did the patient present to the emergency room? 1 week later. Does the surgeon believe there is an alleged deficiency with the ethicon device that may have caused or contributed to the patient's death in any way? The doctor attributes death to our devices, indicates that the patient dies due to a leak. Is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? Please provide 2-3 thirty minute time windows (us eastern time) when the surgeon would be available for a call. The ethicon team will choose a time when the most members can participate and schedule. The surgeon does not wish to speak to anyone from ethicon at this time h6: health effect-clinical code (e2108) and medical device problem code (a24) was omitted on the previous report mwr-29072022-0001230146.